Manufacturer narrative:
The device was evaluated by the MFR and td ost assembly was found fractured. Any looseness in the td ost assembly can result in broken blade cartridge tabs. The blade cartridges are constrained by the modified center rod, therefore, any movement outside of the plane of the sagittal blade by the td ost assembly will apply a normal force to the blade actuation tabs causing them to fracture. This failure does not appear to have been caused by the blade cartridges. There are no similar complaints of 6209 precision saws manufactured within 2 weeks of the manufacture date of these devices. There are no alerts/ncrs issued within +/- 2weeks of the manufacture date of these devices. The device has been repaired and returned to the account.

Event description:
It was reported that during a knee replacement, the blade cartridge broke at one of the connection rings. There was no treatment administered due to this event. The case was completed with alternate equipment that was readily available. There was no change in the procedure due to this event, or changing equipment. The surgery was delayed by 20 mins due to the incident.